Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er420 clip malformed. Another device was used to complete the case. There was no consequence to the patient. The device was discarded.